Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2017 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to pain and aseptic loosening. Upon entering the joint, scar tissue was noted to be removed. The insert was removed and noted to have pitting and wear on it. The femoral component was removed, no deficiency was indicated relating to the femoral component. The femoral bone was noted to be quite soft. The tibial component was removed easily, it was loose at the cement to implant interface. The patella was not revised, no indicated deficiency. The surgery was completed without indication of complication by the surgeon. Attune products were implanted with competitor (palacos) cement at the revision. Doi: (B)(6) 2017, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.